Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain, peripheral neuropathy, and other non-malignant pain. It was reported that the patient had a previous intrathecal pump, but unfortunately had several complications including catheter breakage, leakage around the intrathecal catheter, and eventual infection. This was all removed greater than a year prior to (B)(6) 2006. They tried to manage the patient without intrathecal medications since that time and she had gradually gone downhill. They had tried multiple oral medications, local injections, and physical therapy. Additionally, recent studies showed no reaccumulation of the intrathecal seroma, but she did have some further degenerative changes in the lower lumbar segment while no pump or catheter was implanted. Additional information received form the health care professional indicated that they had not seen the patient since 2007. The pump that they put in was taken out in 2006. They knew nothing about what was going on now. They were not going to respond to the questions and requested that no further communication be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.